Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of "greater than 600 mg/dl" on the reported meter. The patient took the action of consuming less food and drink. Afterwards, the patient experienced the symptom of shaking. Troubleshooting revealed the patient's testing technique was correct, the meter was programmed for the correct unit of measure, and the test strips were in good condition and within opened expiration dating. The patient returned the reported meter to lifescan for evaluation, and the meter passed testing with no problems found. The meter, test strips and control solution were replaced. The reported meter has been evaluated by lfs and passed testing with no problems found. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, this complaint is being reported.

Manufacturer narrative:
The patient returned the reported meter to lifescan for evaluation, and the meter passed testing with no problems found.